Manufacturer narrative:
(B)(4).

Event description:
Procedure: according to the reporter: the balloon did not inflate properly during procedure. Sales rep will gather details- advanced notice per phone. There was not any unanticipated tissue loss or damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem. There was not any adverse event reported as a result of any delay in surgery.